Event description:
Per independent repair center statement the irc5po2v concentrator low o2 or yellow light. The key failure was that the hose clamp on the heat exchanger was leaking. Other issues addressed were the filter was dirty, zip tie on the heat exchanger needed replacing, and the brass barb connector on the control was broken.